Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings:. Moisture observed under display lens. Cracked battery compartment below grip pad to case seal. Cracked pump case from case seal to keypad. Leak test failed due to pump case leak. Opened pump, moisture damage found on pcb. Unable to duplicate blank display complaint. Pump powers on to clear and legible display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.